Event description:
During an in-clinic follow-up, loss of capture and increased pacing impedance were observed on the left ventricular (lv) lead. Lead fracture was suspected to be the cause of the event but it was not confirmed. The device was then reprogrammed to resolve the event. The patient is stable.